Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest in the foley catheter sterile purified water was poured and it leaked from the injection port. Also stated that leak was in inflation valve, and nothing had come into contact with the product.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted upon visual inspection no physical defects present. Inflated balloon with 10ml with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Upon inflation asymmetrical balloon was found with a concentricity of 100:0 was opened to capture this, and a slow leak was observed upon inflation site. Removed inflation cap and a tear was found on the inflation valve. Also received 5 photo samples. First photo sample shows end of catheter with deflated balloon. Second photo sample shows inflation cap indicating product number as 119314 and subassembly number as nghw1730. Third photo sample shows top view of tray packaging. Fourth photo sample shows top view of tray with used syringe. Fifth photo sample shows side view of inflation cap with tamper evident seal. Based on physical sample received the reported event is confirmed and does not meet the specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest in the foley catheter sterile purified water was poured and it leaked from the injection port. Also stated that leak was in inflation valve, and nothing had come into contact with the product. Per notification from investigator on 22nov2024, asymmetrical balloon was found during evaluation.